Event description:
It was reported that the device had an error message saying damaged electrodes. The electrodes were replaced and the error message still occurred. Back-up equipment was not available. The procedure was cancelled. The pt already been administered sedation. There was no medical intervention required and no adverse consequences reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.